Event description:
Ous MDR - after an implantation time of about 3 months, it was reported that an increased power consumption was indicated during a routine follow-up on (B)(6) 2012. No deterioration of the patient's health was reported. The ICD was explanted.

Manufacturer narrative:
Ous MDR.